Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they went to the hospital because they started feeling bad and throwing up after their blood glucose levels reached 445 mg/dl. The pod was worn for longer than 48 hours on the abdomen. The patient stated they tried to do corrections but it would not deliver any. Patient does not know if it was an issue with the (personal diabetes manager) pdm or the pod. Patient was treated at the hospital, but this information was not disclosed.